Event description:
The device would not load on one side but the bullet would load. When the second end of the suture bullet was being loaded, it would fall off. The second device was used without further incident.